Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/24/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Cancer- published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer and leukemia.

Event description:
Patient reported diagnosis of basal cell carcinoma. Health professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, cracked opening, and delamination. A leak test was performed and found a cracked opening and delamination on the diaphragm valve. A microscopic analysis was performed which identified a cracked opening and delamination in the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A cracked opening on the diaphragm valve due to a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
Corrected data: this medwatch is being sent to correct the follow up number, g.6., of the supplemental medwatch submitted on 29aug2018, as it was incorrectly listed as follow up 2. The correct follow up number for that report was follow up number 1. There is no additional information to report.

Event description:
Patient reported diagnosis of basal cell carcinoma. Health professional reported a left side deflation. Device has been explanted.